Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon, reported that the patient had an mtp fusion on (B)(6) 2016 and plate was found broken at 1st follow-up stryker sales representative reported that when the primary surgery was undertaken the surgeon had wanted a variax kit but as this was not available so he used an mtp fusion kit instead. This was the first time for the surgeon. The rep was not present in the case.

Manufacturer narrative:
The reported incident that plate anchorage mtp / version v1 long - right was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overloading. X-rays were provided and shows that the bone is not yet consolidated. The breakage occurred before bone consolidation and was detected 8 weeks after implantation, before the first follow up check up: breakage is atraumatic. Please note that the instruction for use (v15095 rev b anchorage non sterile ((B)(4))) reads: ''warning: this product must be handled and/or implanted by qualified practitioners who have read these instructions and, if applicable, specific information about the product. Achievement of results that conform to the product¿s potential is based on the strict adherence to these instructions and, if applicable, to specific information about the product. [...] Precautions for use: [...] The product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis. The clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure. It is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success. Bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases. Senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol. Excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads. Risk of conflict with other implants. Risk of articular conflict.'' [Original statement(s)] the anchorage plate system is an internal fixation system which shall fix bone segments in a correct position until sufficient bone consolidation is achieved. The anchorage plating system is not intended to transmit full forces and bending moments of daily routine. Loading and weightbearing have to be individually reduced. Influence factors for the required load reduction are: the type and the localization of fixation, the bone quality (e.g. Strong bone in younger patients vs. Osteoporotic bone), correct fixation technique (e.g. Correct dimension of the plate, correct positioning of the plate, sufficient length of the plate and the screws, p g p , g p , sufficient bending of the plate, correct screw placement with sufficient insertion torque). This problem is not specific for the anchorage plating system. This is a typical problem of all locking or non locking plates and with current materials and plate designs there is no potential for further mitigation of the risks. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The surgeon, reported that the patient had an mtp fusion on (b)(46 2016 and plate was found broken at 1st follow-up stryker sales representative reported that when the primary surgery was undertaken the surgeon had wanted a variax kit but as this was not available so he used an mtp fusion kit instead. This was the first time for the surgeon. The rep was not present in the case.